Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of unknown duration occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. The bin file was downloaded and passed. A review of the share logs was performed and signal loss greater than one hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse due to closing the mobile application. The reported event of signal loss of unknown duration is reportable based on the finding of a signal loss greater than one hour. No injury or medical intervention was reported.